Event description:
It was reported that the 9600+ system displayed a "xray temperature sensor" error on the c-arm upon boot up. The error could be cleared by pressing any control panel button. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose connector on the xray tube temperature sensor. Reseated the connector. The system was tested and found to be working as intended and placed back into service.